Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, the blade was broken off early in the case. The blade was broken off out of the pt's body. The broken piece was retrieved and would be returned. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.